Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material (fibers) attached to the bending section cover could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device cleaning/reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Examination of the foreign material at the adhesive showed it was consistent with brown thread. The device examination showed the following areas of damage: device's distal end was damaged; the light guide lens was damaged; the bending section cover's adhesive was worn and separating at the thread-wound sections; the insertion tube showed buckling at the protector section; the hand grip was scratched; the forceps channel port was damaged; the scope cover was scratched; the switch box was scratched; the light guide lens was cracked; the connector tube showed buckling; and the video connector and connector case were both scratched. The examination showed the following signs of wear: the air/water cylinder's color indicator was worn off; the scope's color indicator was worn off; and both directional knobs were discolored. Finally, functional testing determined that the distal end did not meet with electrical insulation standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned an olympus asset (gastrointestinal videoscope) to the olympus service center. During inspection, foreign material was found at the bending section cover's adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.